Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of the pacemaker (B)(6) 2019 indicated battery longevity was 2.25 years. A year later an in clinic interrogation (B)(6) 2020 noted the the remaining battery longevity was 0.5 years, much shorter than expected. The physician suspected premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.